Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). During an inspection of an auto logic pump picked-up from wollongong hospital due to expiration of the rental period, it was found that the pump power cord was damaged. On the broken insulation was observed signs of burning marks. No injury neither cable failure was reported by the customer to arjo. A device inspection performed by an arjo representative revealed that the main power cable was physically damaged. It is unknown in which circumstances the damage occurred but based on the condition of the cable, it seems most probable that it was lying on the floor and was damaged by the bed castors or was stuck between the bed moving parts. According to the auto logic instruction for use (630933) user ¿make sure that the mains power cable and are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas. The mains power cable of this pump is designed to allow movement of the bed, and should be fitted into the cable management flaps along the sides of the mattress, as described in this manual.¿ the complaint was assessed as reportable due to sign of burning mark on the cable. The power cord was found to be damaged and from that perspective, the device did not meet specification. There was no indication that any patient was involved. No injury or other medical consequences were reported.

Event description:
During an inspection of an auto logic pump picked-up from wollongong hospital due to expiration of the rental period, it was found that the pump power cord was damaged. On the broken insulation was observed signs of burning marks. No injury neither cable failure was reported by the customer to arjo.